Manufacturer narrative:
The reported events of failed to advance the guidewire and failure to capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece without the stylet used during the procedure. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The test stylet was able to be inserted and removed without any restrictions.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead failed to advance over the guidewire and subsequently exhibited failure to capture. The lead was not used and replaced. The patient was in stable condition.